Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed and one previous related complaint (B)(4) was reported for this autopulse platform (s/n (B)(4)) for the same user advisory (ua) 16 (time out moving to take up position) error message. Ua 16 error message was confirmed during archive review for (B)(4) but it was not confirmed through functional testing. A visual inspection of the system was performed and found the front enclosure was cracked. The autopulse platform is a reusable device and was manufactured on 08/23/2013. Therefore, these types of physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the archive was performed and found multiple faults user advisory (ua) 16 message occurred on (B)(6) 16 and 10/25/16; thus confirming the reported complaint. Further archive review revealed that the autopulse wasn't powered on for 27 days prior to the date problem occurred. Functional testing could not be performed due to user advisory (ua)16 (timeout moving to take-up position) message displayed within a first compression; thus confirming the reported complaint. Further investigation found the brake gap had seized cause the reported ua 16. The brake gap was freed and cleaned with alcohol to remedy the ua 16. The run_ in test was performed using the 95% patient test fixture (lrtf) for 15 minutes, and no user advisory or fault occurred. In summary, the customer's reported complaint was confirmed during archive review and functional testing. The root cause for ua 16 message was due to the brake gap seizing up. Freeing and cleaning the brake remedied the ua 16. The platform passed all final testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 16 (time out moving to take up position). The customer restarted the autopulse and the error message could not be cleared. The lifeband will not retract at all. No patient involved with this event. No additional information provided.